Event description:
During an endoscopy procedure, the physician used a cook zilver expandable metal biliary stent system. The doctor pushed the introducing system out of the endoscope and saw the distal end of the stent was three millimeters already deployed. On (B)(6) 2015, the device was returned and it was found that the stent came back fully deployed and damaged. Clarification was requested and received (B)(6) 2015; it was found that the introducer and stent could be withdrawn through the working channel of the endoscope to the valve. Then the stent had to be released [deployed in the endoscope channel] because the stent could not pass through the valve. The endoscope was removed and another stent was placed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the stent was returned fully deployed from the stent delivery system. The stent measured approximately 10 cm in length with some damage to the stent. All four gold markers are present on the distal end of the stent, no piece is missing. The cap on the stent delivery system handle remains tight on the body. The distance between the body and wire guide port hub when the product was returned measures approximately 15 cm. The handle was fully extended and the distance measured within specification. The length of the outer sheath was measured to be within specification. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use provides the following information: once stent delivery system is in correct position for deployment, loosen cap on proximal end of y-body. Stent is now ready for deployment. Premature stent deployment may occur in the following situations: if the handle of the stent delivery system is advanced unintentionally before the stent is in place for deployment after the coiling process in manufacturing, hysteresis may occur which could contribute to early deployment shipping and product handling wherein an extreme force is applied to the product may cause early deployment if the handle is moved prior to distribution, all zilver expandable metal biliary stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.